Manufacturer narrative:
The reported complaint was confirmed by the clinical review. Multiple diligence attempts for part return were unsuccessful therefore further evaluation or root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was no arterial temperature reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with their heart lung machine (hlm) during cpb. Specifically, they stated that there was no reading for arterial temperature on the central control monitor (ccm), just dashes. Additionally, the user attempted to use multiple new temperature cables without success. The user was able to diagnose the problem as a faulty port on the temperature module. The other port on the temperature module was working correctly. This occurred during cpb, but it did not cause delay, surgery was completed successfully. There was no injury/blood loss reported.

Manufacturer narrative:
Updated block: d9. Evaluation is in progress, but not yet concluded.

Event description:
No readings for arterial temperatures.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis the product surveillance technician (pst) was not able to duplicate the reported issue. The temperature module was tested with 1 degree, 10 degrees, 20 degrees and 47 degrees temperature probes and the module was consistently reading the temperature. The temperature sensor cable was not returned with the module; therefore, it could not be tested. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.